Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code (B)(4) will be added for use of the 10fr sheath - failure to follow steps/instructions - per instructions for use: under smc device placement: the perclose proglide 6f smc system is designed to close the access site of a catheterization procedure performed through a 5f to 8f sheath size. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the failure to achieve hemostasis; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 10fr sheath, after a rotarex interventional procedure. Reportedly, after the suture was deployed, blood was still oozing from the puncture site. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.